Manufacturer narrative:
Other relevant device(s) are: product ID: 3389s-40, lot# va0mq2q, implanted: (B)(6) 2014, product type: lead, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient had fell, and ever since, has had high impedances on contact 0. The neurologist programmed around the issue on contact 1, and no further intervention was taken as it was not affecting therapy. It was noted that when using the new tablet impedances showed high on left and right leads. They reinterrogated the device with the 8840 and all impedances were within normal range except the left showed high on all contact 0 combinations: c-0 4782, 0-1 4056, 0-2 5657, 0-3 6294. No patient symptoms were reported. No further complications were reported or anticipated with this event.